Event description:
The device came apart at the hub. The catheter was still in the site and removed intact. The pt was walking with the physical therapist, once back to the room, the catheter separated from the hub. She is not sure if an IV was connected during the walk, she does feel that the item needs some type of securement device.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.